Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01580, 01581, 01582.

Event description:
Allegedly removed during the revision of another component. Medium activity level. No trauma.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.